Event description:
It was reported that a novum iq large volume pump did not infuse lactated ringers during patient therapy. The pump was programmed to infuse lactated ringers (1000 bolus at 500ml/hr). After 30 minutes of infusion, the nurse noticed that the pump was not infusing. The pump was removed and replaced with another pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.